Event description:
It was reported that during a coronary stent procedure, the balloon would not inflate during initial deployment. Upon removal it was noted that the stent was partially deployed and the balloon leaked. Pt status is listed as "okay."